Event description:
It was reported that hand piece and insert of 5 mm scissors were all assembled correctly during the case, and it was attached to cautery. While cautery was being used, there was no sign of anything wrong until the instruments were removed from the body. Allegedly, the uterus was burnt and the surgeon believes this was a malfunction as it shows, where the instrument arced out. When the doctor put the instrument back inside the burn mark, is exact with the shape of the instrument.

Manufacturer narrative:
Add'l info will be provided, once investigation is completed.